Event description:
It has been reported the pt's ipg pocket site did not heal properly. The physician decided to take the pt into surgery to re-suture the pocket site. Further follow-up on this matter indicated, the pt is found to have an infection at the ipg pocket site. The system remains implanted. The pt is being referred to an allergist as the physician suspects the pt could be sensitive to the device and the associated materials. No further info is available at this time.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.